Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the inability to activate the device and the cylinders would not inflate as a result of the pump not working. The ipp cylinder, pump, and reservoir were explanted.